Event description:
A customer contacted beckman coulter regarding erroneous psa result from a single pt that was gesnerated by the access instrument. The initial psa result was 0.04ng/ml. The result was not reported out of the lab. The customer indicated that they have noticed a precision problem on the instrument. The customer retested (1st retest) original pt sample for psa. The psa result was 3.53ng/ml. The result was not reported out of the lab. Then the customer retested original pt sample for psa 2nd time (2nd retest). The psa result of 3.74ng/ml was reported out the lab. The customer indicated that there was been no change to pt treatment attributed to or connected with this event.